Event description:
It was reported that the customer experienced an issue with the pump's touchscreen, which was unresponsive and frozen. There was no reported impact to the customer¿s blood glucose level. The customer attempted a pump reset but the issue persisted, so a backup insulin pump was utilized to ensure continuous insulin delivery. Technical support confirmed the customer's shipping address and provided instructions on how to place the pump in storage mode before its return. The customer was instructed to return the problematic pump using a pre-paid label within 10 days.